Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2009 with two percutaneous leads. It was reported that he suddenly stopped feeling stimulation. The amplitude did not get past perception level and auto reduced. He tried all 5 programs. Program 3 with 2 stimsets began functioning properly. The pt was able to increase the stimulation past the perception levels. He then was able to adjust the stimulation individually. Full stimulation was restored. After meeting with an sjm rep it was discovered that one of the pt's percutaneous leads had invalid contacts. No further info is available at this time.